Event description:
It was reported that during pre-surgery or surgery, it was discovered that the motor device was "not working properly". There were no delays to surgery as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and evaluated. The customer's complaint was confirmed. This is due to improper handling and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.